Manufacturer narrative:
Additional information received on july 21, 2023 indicated that the health care professional called mentor to report deflation due to a capsular contracture bg ii on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on (B)(6) 2024 per (B)(4) with the available information about the reportable event. Update: removed pec - off label use and use pec ¿ user error to capture the information related to the mentioned in the file, capsular contracture treatment by the closed capsulotomy method (see IFU, the warning section: ¿do not treat capsular contracture by closed capsulotomy or forceful external compression, which will likely result in implant damage, rupture, folds, and/or hematoma¿.) Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor smooth round moderate plus profile, 275cc saline prosthesis experienced left-sided spontaneous deflation, and capsular contracture unknown grade post procedure. The issue of deflation was confirmed via mammogram examinations. The doctor performed a closed capsulotomy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Off label use: according to mentor IFU: avoiding implant damage during surgery and medical treatment or procedures. Do not treat capsular contracture by closed capsulotomy or forceful external compression, which will likely result in implant damage, rupture, folds, and/or hematoma.